Event description:
The service report shows the customer alleged that the audible alarm malfunctioned while on a patient. The patient was removed for the vent and placed on another device. There was no harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified error codes in memory that suggested that the alarm did fail. The cse replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.